Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel light-emitting diode was glowing continuously due to a defective printed circuit board, there was no image on the monitor due to defective printed circuit board, and corrosion was found on the printed circuit board . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had an intermittent image. The field service engineer reviewed the product and found that the output is not coming from cv-190 after 2-3 minutes of use. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to a defective printed circuit board (corrosion might have contributed to the faulty board). Olympus will continue to monitor field performance for this device.